Manufacturer narrative:
Customer complaint of under sensing was not confirmed. The device was received in normal working conditions with battery voltage above eri. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a remote follow-up, low sensing values were detected on the device. The device was replaced to resolve the event. The patient was stable with no consequences.